Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11848. It was reported the pt was receiving rib stimulation. It was determined one of the leads was in a lateral position. The physician opted to replace both leads. It was reported the pt received effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.